Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to pain and possible infection. No additional adverse patient effects were reported. The implanted lead was explanted.